Event description:
The customer alleged that the ventilator stopped cycling while in patient use. No patient harm reported per customer. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse inspected the device and replaced the analog interface board as precautionary action. The unit passed extended self testing.